Manufacturer narrative:
The reported unit was returned for evaluation. The unit was tested per documents 170186 rev. 8 and 150094 rev. 6. The unit functioned within specifications. After the initial test was done on the unit it was opened and examined, one of the tubes going to the master valve is split and the manual breath button has a small leak on the bottom. The split on the tubing may be due to a small nick at the edge of the tube and over time the nick developed into a split. The leak on the manual breath button valve is due to the age of the part. The unit has been repaired and will be shipped to customer. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue.

Event description:
It was reported that the ventilator has an air leak. No patient involvement or injury was reported.